Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported per clinical study that customer was hospitalized in intensive care unit on (B)(6) 2015 due to pneumonia. Customer was pregnant. It was not known if hospitalization was due to insulin pump or diabetes. Customer was still in the hospital at the time of call.